Event description:
The nurse reported that the secondary display on the central nurse's station (cns) blacked out during patient monitoring. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the nurse reported that the secondary display on the central nurse's station (cns) blacked out during patient monitoring. No patient harm was reported. Investigation summary: the primary monitor was working fine. The customer verified that the power was on and that the secondary display was working when connected to another input device. After much troubleshooting, the issue was resolved by enabling the dual display settings on the cns. There was no device malfunction. The issue was resolved through a settings change. Prior to this event, the cns had been working with both displays. The settings were correct. This device was installed on 04/23/2015 with no history of display issues. After this event, the user then reported another display issue on 7/6/2022 under ticket 145371 - this event was caused by a loose power cable. There has been no recurrence since 7/6/2022. There is insufficient information to determine the cause of the settings change. It is presumed that the power cord was not connected firmly on the secondary display causing the changes in the settings.

Manufacturer narrative:
The nurse reported that the 2nd central nurse's station (cns) display blacked out. It was working then suddenly screen went black. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nurse reported that the 2nd central nurse's station (cns) display blacked out. It was working then suddenly screen went black. No patient harm was reported.